Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 to treat knee pain. On (B)(6)2025 the firm was notified that the system had been explanted on (B)(6)2025 due to infection at the incision site. The infection is reported to have been isolated to the incision site with no tracking to any of the implanted components. Oral antibiotics were administered approximately 1 week prior to the explant and failed to clear the infection. Cultures were taken but the results were not shared with the firm.

Manufacturer narrative:
No allegations were made of any system or component failure. No lab results were made available to the firm to confirm presence or type of infection and nalu was not made aware of any suspicion of infection until after the explant had taken place. Infection was reported to be isolated to the surgical incision site, seeming to indicate that the nalu system was not the source. Infection is a known inherent risk of invasive procedures.